Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product for evaluation and an investigation is underway.

Event description:
The consumer stated that she developed a boil on her labia after menstrual pad usage. The consumer indicated that she frequently changed her pad due to heavy menstrual flow. Several days after usage, she developed tenderness on her labia. She later developed a boil on her labia which caused her severe pain and impaired her ability to walk. She visited the emergency room and her physician drained the boil and prescribed her antiobiotics. She stated that her physician believed her boil was related to the dry weave on the pad.